Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited over sensing, which lead to inappropriate mode switches. No intervention or patient symptoms were reported.